Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to an incidence of hyperglycemia. The rptr stated that his daughter was a non-compliant diabetic who lives with him half of the time. The rptr states that the pt's last blood glucose reading before the hospitalization was one day prior, at 8:30 pm at that time it was 483mg/dl. The pt was brought to the ER at around 11:00 am the next day. She was admitted with a blood glucose of >500 mg/dl. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.